Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy procedure, the surgeon fired the stapler and it stapled and cut over the tissue fine then pressed the bottom grey button and retracted knife blade with no problem. When the surgeon tried to open jaws by pressing grey button, the jaws would not move. They tried troubleshooting with pressing and holding both buttons at the same time but it didn't work either. They unattached the handle and reattached to try this and still would not open. Then the reporter instructed the surgeon to use the manual retraction tool and did this alleviated the problem. They opened another drive tray to complete the case. No patient injury noted. The devices are expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.